Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) "kept shocking the heck out of me". It was also determined the patient no longer required the ICD system. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.